Event description:
It was reported a peritoneal dialysis (pd) patient had adhesions on the pd catheter (not a fresenius product) which were removed. The patient also needed pd catheter repositioning. The nurse reported the drain issues were directly related to the pd catheter and not the cycler. The nurse confirmed the patient is continuing pd treatment on the same cycler without any adverse effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).